Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4), b5: describe event or problem ¿ additional. G6: report type ¿ updated/follow-up. H2: type of follow up- additional information/device evaluation. D4 serial no; correction.